Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error after some problems related to the batteries. Customer's blood glucose was unknown at the time of incident. Customer indicated that discontinued use of the device. No further information was given.